Manufacturer narrative:
Depuy still considers this complaint closed. This is a duplicate report of 1818910-2013-25486. This report, 1818910-2013-22278, will be kept for investigation purposes. A separate follow-up report will be submitted to rejected 1818910-2013-25486.

Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - litigation papers allege pain, stiffness, discomfort, weakness, and excessive metal ion levels.